Manufacturer narrative:
The device remains implanted in the patient therefore it could not be returned for evaluation. A device history review (DHR) and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Returned imagery was reviewed by edwards physician proctor and the presence of minimum mild halt in all three cusps was confirmed. The following instructions were reviewed IFU s3 thv with commander delivery system, us and procedural training manual. Contraindications:the valve and delivery systems are contraindicated in patients who cannot tolerate anticoagulation antiplatelet regimen or who have active bacterial endocarditis or other active infections. Warnings:valve recipients should be maintained on anticoagulant antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Precautions: long term durability has not been established for the valve. Regular medical followup is advised to evaluate valve performance. Potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and or general anesthesia, and the use of angiography: respiratory insufficiency or respiratory failure, exercise intolerance or weakness, additional potential risks associated with the use of the valve, delivery system, and or accessories include: valve thrombosis and structural valve deterioration (thickening). Caution: to prevent possible leaflet damage, the thv should not remain fully crimped and or in the loader for over 15 minutes. Post procedure care: medications anti coagulation and anti platelet therapy, thv recipients should be maintained on anticoagulant antiplatelet therapy, except when contraindicated, as determined by their physician. No IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 through march 2021 for the sapien 3 valve (all models and sizes) was performed. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. The risk of leaflet thickening and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on post procedure care. Users are informed of the residual risks associated with use of the delivery system, valve, and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with valve leaflet thickening. Since no product nonconformances or IFU training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing nonconformances or IFU deficiencies were identified, corrective action is not required. The reported event was confirmed from imagery evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not identify any manufacturing nonconformities that would have contributed to the reported event. Additionally, no IFU or training manual inadequacies were identified as reported, approximately 1 year and 2 months post implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach, presence of minimalmild halt in all three cusps was confirmed. Additionally, the patient was placed on anticoagulant (eliquis) and planned to re evaluate in few months. Per IFU, structural valve deterioration (leaflet thickening) and valve thrombosis are potential adverse events associated with the use of valve. Thrombosis is the formation of blood clots on the valve, which can significantly impact the leaflet and its proper functionality. Several factors can cause development of thrombosis and leaflet thickening including inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues). For this case, due to the insufficient information a definitive root cause is unable to be determined.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 1 year and 2 months post implantation of a 29mm sapien 3 valve in the aortic position via transfemoral approach, presence of minimal-mild halt in all three cusps was confirmed. Patient was symptomatic (fatigue and sob) and was hospitalized, leaflet thickening was confirmed on echo and CT.